Event description:
It was reported that during a bypass procedure, the devices were leaking. The trocars were used throughout the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.